Manufacturer narrative:
A replacement pump was sent to the customer. On (B)(6) 2015 the customer spoke with a medela clinician. She reported to the clinician that the replacement pump is working and that she no longer has any signs of serratia. The customer also said that she is no longer taking ciprofloxacin. The original device was received by medela on (B)(6) 2015. See the attached evaluation summary for further details. It cannot be definitively concluded that the pump caused or contributed to the customer's serratia. (B)(4).

Event description:
The customer stated that she had her breast milk tested before pumping and her milk was fine. She then had the milk tested after she started pumping with the pump in style advanced breast pump and her physician found serratia in the milk, for which she was prescribed ciprofloxacin.